Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's caregiver reported that the sensor was applied to the arm, but the needle became stuck both in the sensor and in the skin. It is unknown what type of treatment the caregiver provided, as they refused to answer. There was no report of death or permanent impairment associated with this event.